Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to assist to resolve the issue. A field service engineer troubleshooted and found the refrigerator door would not lock, and the drawer failed. So, they assisted. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis es refrigerator had a drawer failure and refrigerator door will not lock. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.